Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7240669; medical device expiration date: 2022-10-31; device manufacture date: 2017-08-28. Medical device lot #: 7121840; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine¿ IV insulin syringe that the needles break or "crooks" when injecting into the skin or when recapping the needle.

Event description:
It was reported that during use of the bd micro-fine¿ IV insulin syringe that the needles break or "crooks" when injecting into the skin or when recapping the needle.

Manufacturer narrative:
Investigation: customer returned photos of a 1ml syringe. Customer states that the needles break or "crooks" when injecting into the skin or when recapping the needle. The attached photos were examined and no bent or broken cannula was observed. A review of the device history record was completed for batch# 7121840. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.